Event description:
The customer reported that the system had a pre-charge failed and charger failed errors and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger and the filament drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.